Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that her blood glucose was 397 mg/dl and the insulin pump was not working correctly. Customer stated that the insulin pump was not delivering the insulin and was constantly alarming no delivery. Advised customer to revert to back up plan and the insulin pump will be replaced. Nothing further was reported.